Event description:
It was reported that a battery performance alert (bpa) advisory, a bpa was received by the clinician. The elective replacement indicator (eri) was noted to have been reached on the implantable cardioverter defibrillator (ICD) and the high voltage lead impedance and pacing impedance were found to have dropped on the right ventricular channel. The right ventricular lead was tested, and no malfunction was found. The ICD was explanted and replaced. The rv lead remained in use. The patient was discharged.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.